Event description:
It was reported that this right atrial (ra) lead was explanted due to helix mechanism issues and dislodged. The physician rotated the ra lead and the helix took multiple turns to extend and retract. Another new ra lead was successfully placed. No additional adverse patient effects were reported.